Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system slowed down during medication passes. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device shown significant delays when loading ¿my patients,¿. A technical support specialist (tss) confirmed no data synchronization errors, adequate disk space, proper network configuration, and no proxy issues, though database size was near capacity and structured query language (sql)-related change tracking warnings were present. Multiple remediation steps were performed, including nic tuning, netbios disablement, med application repair, full synchronization, database (db) shrink/reindex, and standard maintenance validations, which temporarily improved performance but later regressed. Adjustments to admission inactivity days and validation of purge health showed no sustained improvement, indicating the issue was not solely configuration related. Further analysis identified intermittent sql connectivity errors and large patient encounter data contributing to slow query performance. After server-side data cleanup by the hospital team and deactivation of unused facility data, performance improved significantly, with load times reduced which was confirmed by both logs and end users, leading to case closure as issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system slowed down during medication passes. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system slowed down during medication passes. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.